Event description:
It was reported that during the standard generator changeout procedure, the patient experienced an arrhythmia and a loss of low voltage (lv) output due to electrocautery. The patient's pacemaker was successfully explanted and replaced. The patient was stable.